Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, tilt, embedment of the inferior vena cava (ivc) filter, and the filter cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The implantation and attempted retrieval date of the filter is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, tilt, embedment of the inferior vena cava (ivc) filter, and the filter cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Per the patient¿s implant records, the ivc filter was implanted above the iliac veins and below the renal veins due to a large pulmonary embolism. The patient tolerated the procedure well with no complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, tilt, embedment of the inferior vena cava (ivc) filter, and the filter cannot be retrieved. Per the patient profile from (ppf), it was discovered approximately six years and eight months after implantation that due to a tilt in the device and embedment in the ivc wall, the risk would be too high for a removal. Therefore, the device was deemed irretrievable however a retrieval attempt has not been made. Patient reports blood clots, clotting and/or occlusion of the ivc, chest pain and dizziness, and presented himself for thrombotic treatment. As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the patient¿s implant records, the ivc filter was implanted above the iliac veins and below the renal veins due to a large pulmonary embolism. The patient tolerated the procedure well with no complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, tilt, embedment of the inferior vena cava (ivc) filter, and the filter cannot be retrieved. Per the patient profile from (ppf), it was discovered approximately six years and eight months after implantation that due to a tilt in the device and embedment in the ivc wall, the risk would be too high for a removal. Therefore, the device was deemed irretrievable however a retrieval attempt has not been made. Patient reports blood clots, clotting and/or occlusion of the ivc, chest pain and dizziness, and presented himself for thrombotic treatment. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 14130414 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, dizziness and chest pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. (B)(4).

Manufacturer narrative:
Additional information was received that there were also blood clots, clotting and/or occlusion of the ivc. New adverse event codes (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.